Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirmed the distal tip of both anchors was broken, but was held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with unrelated incident; therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that two of the customer's healix (peek) anchors 4.5mm broke at their distal tips upon insertion. According to the report, both anchors and broken pieces were fully removed. It was reported that the surgeon completed the procedure with a third identical anchor device - same type and same size anchor in the same bone hole with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.